Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, g2. Foreign: russian federation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one of the doctors faced a problem during connection: system error 0x59a89a8f was seen, and validation error 00 01 00bb was noted during diagnostics. Technical services noted this error occurs when the user is starting device usage for a brand new vanta implantable neurostimulator (ins). They suggested to prevent this error: on the start usage screen, users should wait 2-3 seconds for the clinician programmer app to update the ins without pressing anything else until they enter the implant device workflow. No further event details were known.

Event description:
Additional information received from a manufacturer representative. It was reported that the problem was successfully resolved by pressing the "continue" button.

Manufacturer narrative:
Continuation of d10: product ID a71200 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.